Event description:
It was reported that during a da vinci-assisted surgical procedure, error c-034 occurred on integrated electrosurgical unit (iesu) or erbe. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The customer power cycled the erbe, but the issue was not resolved. The customer elected to use the other vision side cart (vsc) to continue with the procedure before calling the tse. The procedure was delayed 15-30 minutes. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported failure was confirmed and replicated. During in house testing, the erbe error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected while powered on. This error can be resolved through troubleshooting or replacement of the generator.